Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported the patient began receiving an IV infusion via the PICC line at 10:00. At that time, no backflow was observed, and 3 cm of the line was exposed; however, the infusion proceeded smoothly, and the patient reported no discomfort during rounds. At 12:00, the patient reported swelling at the PICC insertion site, measuring approximately 6 cm × 6 cm. The infusion was immediately stopped; backflushing the PICC line still yielded no blood return, so an alternative venous access was established for the infusion. A cold compress was applied to the swollen area, and the affected limb was elevated and immobilized. The physician and the specialized venous nurse were notified. Given the possibility of catheter displacement or a phlebitis, close observation was ordered. At 15:40, the ward¿s specialized venous nurse arrived at the bedside for further examination and management. After removing the dressing and attempting to reposition the catheter, the catheter slipped out of the puncture site. The catheter¿s tail measured only 5 cm in length, indicating an incomplete catheter, with the distal end remaining entirely within the patient¿s body. A tourniquet was immediately applied to the shoulder to secure the catheter, and the patient was instructed to remain immobile. The physician was notified, and per medical orders, the patient was immediately escorted out for imaging studies. Close monitoring of peripheral circulation in the limb following tourniquet application was initiated. Imaging studies revealed a thin tubular dense shadow in the cardiac silhouette with local kinking. The tourniquet was removed, and the patient was instructed to remain on strict bed rest. The patient reported no discomfort but refused cardiac monitoring. Continuous oxygen saturation monitoring showed spo2 fluctuating between 96% and 97%. An urgent consultation was requested from the department of cardiothoracic surgery and interventional radiology. Simultaneously, the patient¿s daughter was contacted to discuss the condition and prepare for surgery. At 20:50, pulmonary angiography and percutaneous pulmonary artery foreign body embolization and retrieval were performed under local anesthesia. At 23:08, the patient was returned to the ward post-procedure. The patient was alert, with stable breathing, the dressing at the right femoral vein puncture site was intact with no signs of bleeding or serous leakage. Skin temperature of the right lower limb was normal, and the dorsalis pedis artery pulse was prominent. Continuous ECG monitoring and spo2 monitoring were maintained, with oxygen administered via nasal cannula at 2 l/min. The patient¿s condition was closely monitored for any changes. Relevant precautions were explained to the patient and family, and the patient was instructed to keep the right lower limb extended and immobilized.